Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-15413. It was reported the pt is experiencing over-stimulation in her legs. The pt stated when she turned her ipg on, the stimulation caused spasms in her right leg and back. Sjm rep met with the pt and all contacts showed normal impedances. The sjm rep indicated a low battery flag was received and cleared. The pt indicated she had not used or charged her system in approx 3 months. Although, reprogramming was able to provide adequate stimulation coverage, the pt requested that her scs system be removed. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Recall number - 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.